Manufacturer narrative:
Device still implanted.

Event description:
The manufacturer was notified on (B)(6) 2016 that a percival valve was implanted to a patient on (B)(6) 2016, after two weeks the patient feels tired. The surgeon on (B)(6) 2016 performed a CT scan and noted percival valves was invaginated towards the center of the aorta in the lvout chamber through a tavi procedure the surgeon performed a ballooning of the invaginated valve. After two weeks from the valve ballooning, a new CT-scan showed that the stent came back to be invaginated. The surgeon is planning to perform an aortic valve replacement ( at this time the surgery has not been performed).

Manufacturer narrative:
Corrected field: in the initial file it was mentioned tavi procedure that it was incorrect, the procedure performed was a transfemoral ballooning.

Event description:
The manufacturer was notified on 26 may 2016 that a perceval valve was implanted to a patient on (B)(6) 2016, after two weeks the patient feels tired. The surgeon on (B)(6) 2016 performed a CT scan and noted perceval valves was invaginated towards the center of the aorta in the lvout chamber through a transfemoral procedure the surgeon performed a ballooning of the invaginated valve. After two weeks from the valve ballooning, a new CT-scan showed that the stent came back to be invaginated. The surgeon is planning to perform an aortic valve replacement ( at this time the surgery has not been performed).

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1209, s/n (B)(4), were pulled and reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. Based on the information received and based on the clinical experience of perceval valve, significant pvl is a complication after sutureless valve implantation that usually is caused by incorrect positioning of the valve due to an incomplete decalcification of the annulus or due to incorrect sizing. In the scientific literature, several cases were published in relation to significant regurgitation in the early postoperative period after perceval implant caused by the inflow stent bent inward. The use of an oversize perceval valve is the reason for this complication. Based on the information we have received, to date, no re-intervention has taken place. At this time, we are closing this case as there is no further action that the company can take with the available information and lack of the valve to analyze. If at such time that the hospital can provide additional information on the device (model/size and/or the serial number) or some clinical details on the patient, we would be happy to revisit the case.